Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed, although it was not a blood leak alarm. After initiation of treatment, approximately 10 minutes in, a leak was noticed coming from the arterial end of the dialyzer underneath the area of the lip. There was a crack identified on the header, underneath the lip, where the blood leak was observed leaking out of the dialyzer. Estimated blood loss was 300cc's. Blood test strips were not used. The patient had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.